Event description:
A report was received that the patient was getting inadequate stimulation. During the procedure the physician noticed one of the contacts on the lead was damaged. The physician explanted that lead and implanted a new paddle lead. The patient was reportedly doing well after procedure.

Manufacturer narrative:
The explanted device will not be returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.